Event description:
It was reported that a customer¿s charger was not charging the ilet pump; the agent confirmed the charger light was on, advised trying a different wall plug, and arranged an overnight replacement while the pump retained 35 percent battery. Customer care provided support that included customer troubleshooting guidance, verification of charger indicator status and replacement logistics. Investigation of this case revealed a suspected charging failure of the external power supply or cable with functionality not restored through initial troubleshooting. No clinical symptoms associated with the event reported. Outcomes included no impact on health or care. It was concluded, based on previously established findings for similar reports, that the cause was likely a component malfunction of the charging accessory.